Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. The patient underwent a revision procedure. While attempting to reposition this lead there was difficulty experienced when trying to actively engage the helix with the patient's tissue. Upon removal of this lead there was a considerable amount of blood/body fluid at the tip of the lead that was preventing it from re-engaging. A new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Visual inspection revealed that the complete lead was returned. The proximal shocking coil was separated from the medical adhesive bonding at the distal end. There were multiple cuts in the tri-luman insulation in the region of 2832 centimeters from the is-1 pin. There was dried blood noted in the base around the helix and the helix was physically within specifications. The lead was confirmed to be eclectically continuous. The clinical observation of dislodgement was unable to be reproduced.